Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unresponsive. The blood glucose level was 7.4 mmol/l. Customer stated that the battery was leaked on holiday and water got into the battery compartment. The device will return for the analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Unable to verify failed battery test alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.